Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinician narrative an impella cp was inserted via the left femoral artery in a 58-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. The patient had a history of diabetes mellitus and required peripheral venoarterial extracorporeal membrane oxygenation support in addition to the impella cp, with both devices involving left groin access. The purge solution was dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. Pre-insertion laboratory and hemodynamic values included an activated clotting time of 400 seconds, hemoglobin of 14.0 grams per deciliter, hematocrit of 39.9 percent, platelet count of 234, lactate of 6.9 millimoles per liter, and left ventricular ejection fraction of 30 percent. The patient underwent left main to left anterior descending coronary angioplasty with percutaneous transluminal coronary angioplasty and stent placement. During the course of support, the patient developed bleeding from the venoarterial extracorporeal membrane oxygenation insertion sites. Platelet count decreased to 75. The patient experienced a major access site bleed requiring transfusion of two units of packed red blood cells and one unit of platelets. The bleeding was localized to the extracorporeal membrane oxygenation cannulation sites in the setting of large-bore arterial access and anticoagulation. The patient experienced a major access site bleed with blood transfusion. Based on the available information, access site bleeding is a recognized risk associated with large-bore femoral arterial cannulation, anticoagulation management, thrombocytopenia, and the use of temporary mechanical circulatory support devices in the setting of cardiogenic shock and critical illness. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e1 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.